Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient enrolled in the (B)(6) clinical trial reported experiencing diaphragmatic stimulation from their left ventricular (lv) lead. The patients lv lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.